Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic bypass, the surgeon was unable to unload the reload from the stapler. Although the stapler fired, the jaws of the device locked on tissue and they had to force the device to remove it. They used another staple to complete the case. There was no patient injury.